Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 6947m62 implantable tachy lead (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2012; 4196 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the device alarmed for high superior vena cava (svc) impedance. Extensive testing was conducted in the clinic and the patient's pocket was reopened and manipulated, but no noise or abnormal impedances were reproduced and there was no evidence of fracture. It was noted that the physician was able to insert the lead farther "psat" the set screw than upon initial observation. The lead and device remain in use. No patient complications have been reported as a result of this event.